Manufacturer narrative:
Block e1 initial reporter phone was updated to (B)(6). Block h6: imdrf device code a0406 captures the reportable event of stent kinked.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was to be implanted during an endoscopic retrograde pancreatic drainage (erpd) procedure performed on (B)(6) 2025. During procedure, the distal part of the stent was bent. The procedure was completed using another of the same device. There were no patient complications reported as a result of the procedure.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent kinked.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was to be implanted during an endoscopic retrograde pancreatic drainage (erpd) procedure performed on (B)(6) 2025. During procedure, the distal part of the stent was bent. The procedure was completed using another of the same device. There were no patient complications reported as a result of the procedure.